Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was originally implanted with an afx bifurcated stent graft and infrarenal aortic extension on (B)(6) 2013. Endologix was made aware of a complaint against our device on (B)(6) 2018. Patient presented to the ER on (B)(6) 2018 with symptoms of a contained aorta rupture due to an evident endoleak type 3b at the afx main body graft. Re-intervention was completed on (B)(6) 2018 and the patient was treated by implanting a nellix bifurcated stent graft. No devices were explanted during the secondary procedure, and the patient is in good status.

Event description:
Additional information received confirming that this report is a duplicate of event reported per manufacturing report # 2031527-2018-00394. Therefore in regards to this manufacturing report # 2031527-2018-00409, a complaint is not warranted. Endologix will continue to investigate the reported event under manufacturing report # 2031527-2018-00394.